Event description:
It was reported that a li-ion battery operated for 3 minutes then the autopulse s/n (B)(4) displayed "low battery" message. Customer continued to use the battery and it ran for at least 20 minutes. Add'l details were requested by the MFR and have not been obtained. There was no adverse pt sequelae reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the autopulse device. If device is received, a supplemental report will be filed. Li-ion battery s/n (B)(4). Autopulse 1.5 g s/n (B)(4). MFR report # 3003793491-2013-00446.